Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00053, an occluded lumen & missing label were found that were unrelated to the reported leak, blood in tubing failure mode. There was no patient involvement.

Manufacturer narrative:
Updated section - describe event or problem, medical device-problem code (removed code 1318). The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath. The extender tubing was also returned. Two catheter tubing kinks were observed approximately 76.2cm & 74.9cm from the iab tip. The technician attempted to insert the guidewire through the inner lumen and was found to be occluded with dry blood. Unable to clear occlusion. The evaluation confirms the presence of an occluded inner lumen and a membrane leak as "as analyzed" failures. However, we are unable to conclusively determine when this failure may have occurred. Therefore, their root cause is impossible to define. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period apr-19 through mar-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint (B)(4).

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2021-00053, an occluded lumen was found that was unrelated to the reported leak, blood in tubing failure mode. There was no patient involvement.